Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had potential driveline sheath damage. The driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Visual evidence was not provided by the site, thus the reported event could not be confirmed. Review of log files was not performed since log files were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the related event. Based on the risk documentation, a possible cause of the driveline damage may be attributed to improper handling, wear over time. If information is provided in the future, a supplemental report will be issued.